Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device between 5 and 24 hours. Patient reported the infusion site was painful, irritated, red and swollen. Patient's blood glucose levels rose to 16.6 mmol/l (288 mg/dl). Patient felt pain during activation but left the pod on. The patient slept with the pod on and during the night, the patient removed the pod because the pain was unbearable. Symptoms reported include fever, feeling unwell, sweating and pain. A new pod was applied. The patient visited their general practitioner (gp) and was prescribed floxapen 2000 mg (4 capsules a day) for treatment. The next day, the patient was taken to the emergency room (ER) and the infection was measured with a surface of 10 cm by 15 cm. Swelling measured 6 cm by 6 cm. The floxapen dosage was increased to 4000 mg (8 capsules a day) for treatment. Patient stayed at the ER for 3 hours and 30 minutes. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.